Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the 62 y/o male patient had a tsa implantation surgery in late 2012 and a postero-superior cuff tear was reported in the spring of 2019. It was further reported as a possible rct. The patient was administered multiple steroid injections and then underwent a revision surgery late spring of 2023. The outcome of this event is considered resolved and the clinical study report indicates that it is definitely not related to the device or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.